Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and asc. Due to low vault and asc the lens was exchanged for a longer length lens. Problem resolved. Cause of the event is unknown. Claim #(B)(4).

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and asc. Due to low vault and asc the lens was exchanged for a longer length lens. Cause of the event is unknown. H4 - device manufacture date: 21-apr-2025 corrected to 21-apr-2024. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and anterior subcapsular cataract. The lens remains implanted. Cause of the event is unknown.

Manufacturer narrative:
H6 - 4581: anterior subcapsular cataract h6 - work order search: no additional similar complaint type events within associated lots were found. Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).